Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, stating they received too much insulin; review of device reports showed that a late meal announcement occurred after the system had begun correction dosing, resulting in insulin stacking and a subsequent low glucose. Symptoms included hypoglycemia accompanied by sweating and shakiness. Outcomes included a lowest recorded blood glucose of 50 mg/dl, successful self-treatment with oral glucose tablets, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of device data and event chronology with user education on timely meal announcements. Investigation of this case revealed user-related insulin stacking due to a late meal announcement, with the device functioning as designed in delivering correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with delayed meal announcement leading to insulin stacking.